Event description:
It is reported that the articular surface wouldn't snap into place during implantation. Another articular surface was opened and used on its place.

Manufacturer narrative:
Visual examination of the returned articular surface identified that the dovetail feature was flared out on both sides; indicating that the articular surface was inserted into the tibial plate and removed. There is a significant depression/gouge on the inferior point of the proximal cutout for the inserter instrument. The part was autoclaved prior to receipt at zimmer; therefore, measurement data will not be accurate. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. The complaint database was searched and no other complaints of this nature have been received for this product/lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.